Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. The technician observed that the battery of the device was from 2020. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. As per operating instruction of lp15, the manufacturer recommends that batteries be replaced approximately every two years.